Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
Occupation: bsn, rn, ccrn-cmc-csc/ clinical manager. Complete event site name: (B)(6) hospital. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the console generated a gas loss in iab circuit alarm. The customer reduced the augmentation by two bars to correct the alarm. There was no patient harm or adverse event reported.